Manufacturer narrative:
A UDI, model or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference: mw5082102. Consumer reported that the tampon came apart leaving small pieces behind. Consumer reported cramps, mild fever, period lasting 14 days and hemorrhage.